Event description:
Customer reports to have been hospitalized due to cancer related issues. Customer's blood glucose was 400 mg/dl. Customer was disconnected from insulin pump while at the hospital and was treated with intravenous drip. Customer requested assistance in programming replacement insulin pump. Customer was advised to consult health care professional for current insulin pump settings. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).